Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
A return request was made for this product. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) with a charge time of 19.1 seconds. On the day of explant, the device then measured 2.67 volts with charge times of 16.6 seconds. Technical services discussed device behavior and recommended replacement. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators advisory.

Event description:
--